Manufacturer narrative:
Physio-control reviewed the electronic records from the event and was able to confirm that an inappropriate loss of power occurred shortly after the customer had charged the device (in order to shock). The customer was subsequently able to restore power and successfully provide multiple shocks to the patient throughout the course of the event. The customer was provided with a replacement device.  The third party service agent then returned the customer's device to physio-control for evaluation. Physio-control performed long-term testing on the customer's device and was able to duplicate the reported issue intermittently when performing repeated defibrillator shocks during testing; however, the cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). A third party service agent currently has the device and will be performing an evaluation. The third party service agent submitted the electronic patient record from the event to physio-control for review. Physio-control then completed a clinical review of the file and agreed with the customer's assessment that the device use did not contribute to the patient outcome. Physio-control observed that the device had been in manual mode during the event and medical personnel had charged the device and then removed the charge two (2) times, which was appropriate because the patient was in a non-shockable rhythm. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that during a cardiac arrest event the customer's device locked up. The device's display went blank and medical personnel had to remove and reinsert the batteries in order to restart the device. The device then resumed normal function after the reinsertion of the batteries and was used for the remainder of the event without further discrepancies. The customer advised that the patient did not survive the event; however, the paramedic on scene indicated that the device use did not contribute to the patient outcome.